Manufacturer narrative:
Investigation is underway. We are awaiting final investigation results and laboratory results. Upon completion, the information will be reviewed and the finding published. Anticipated completion date: june 07th 2019.

Event description:
The investigation is currently underway. The manufacture was informed that the customer experienced a positive legionella result.